Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a venogram revealed venous occlusion prior to an attempted system upgrade procedure. Due to the patient¿s status and medical condition, the case was canceled, and no attempts were made to extract the right atrial (ra) or right ventricular (rv) leads. The leads remain in use. No further patient complications have been reported as a result of this event.